Event description:
On 01oct2020, additional information was received that this has happened 4 times previously.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the dilators of ciaglia blue rhino percutaneous tracheostomy introducer sets are able to pass over the white hubs (safety ridges) of the guiding catheters. This has reportedly happened four times before. No adverse effects were reported for any of the events. This information was reported simultaneously with that of MDR ref. #1820334-2020-01762. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The complaint device was not returned for evaluation. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the risks associated with the devices are acceptable when weighed against the benefits. The customer did not provide a lot number for investigation. A database search of all lots sold to the reporting customer in the past 3 years found 5 potential affected lots. A review of the device history record (DHR) for the potential 5 lots found two potentially related nonconformances which were scrapped. A database search found no additional complaints from the field associated with any of the 5 lots. A review of the product labeling for the device was completed. The instructions for use (IFU) state the following instructions related to the reported failure mode: instructions for use: ¿to properly align the dilator on the wire guide/guiding catheter assembly, position the proximal end of the dilator at the single positioning mark on the guiding catheter. This will ensure that the distal tip of the dilator properly positioned at the safety ridge on the guiding catheter to prevent possible trauma to the posterior tracheal wall during introduction.¿ from the information provided upon review of the dmr, DHR, dhf, IFU, and returned device, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no device return, and the results of the investigation, a definitive cause for failure was not established. It is possible that the user technique contributed to the failure if the dilator was not properly positioned at the safety mark on the guiding catheter. However, the position of the dilator during the procedure can not be confirmed. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the dilators of ciaglia blue rhino percutaneous tracheostomy introducer sets are able to pass over the white hubs (safety ridges) of the guiding catheters. This has reportedly happened a "few times", though the exact amount of occurrences is currently unknown. This information was reported simultaneously with that of MDR ref. #1820334-2020-01762. Additional information regarding the event(s) has been requested but is currently unavailable.